Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead was not receiving as much pacing as desired. It was discovered that the lead had pulled back a little. When a surface electrocardiogram was put on, the lv lead was noted to be sensing the atrium. The lead was reprogrammed lv tip to rv coil which resolved the sensing issue. The lead remains in service. There were no adverse patient effects reported.